Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20g x 19mm miniloc infusion set, three photographs, and one video sample were returned for evaluation. An initial visual observation revealed use residue in the sample. The safety mechanism was not engaged. A functional testing of flushing and pressurizing the infusion set with water was performed. No leaks were observed in the sample. A microscopic observation revealed no obvious gap between the needle and housing/wings or tubing. No bubbles were observed in the housing. However, an observation of the video returned revealed a leak from the connection between the housing/needle and the tubing. While a leak could be seen in the tubing of the sample in the returned video, no details of the damage could be discerned. The reported issue could not be reproduced in the laboratory setting, as no leaks were found in the infusion set during testing. However, the complaint was confirmed based on the video provided by the customer. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking fluid from the catheter extension during solution infusion. Apart from having to perform a new puncture, there was no damage to patients' health. No other information was provided.